Event description:
The customer reported the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
No ge service was performed. The customer's in-house technician performed repairs. No conclusion can be drawn as repair information was not reported.